Event description:
Additional information received. A. Was there any surgical delay? Yes, less than 30 minutes. B. Were there any patient consequence/s related to the event? No consequences for the patient. C. Was the seal broken/sterile integrity of the package breached? Due, to the missing internal packaging, the sterility of the packaging has been compromised.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the internal pouch of the cement was not sealed. The pouch could not be used because of the loss of material (cement particles projected) and an inhalation risk. Use of another device from the same lot to complete the procedure. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the pouch in which depuy cmw 2g 20g was contained, was not sealed. As a result, there was loose material found outside the pouch. The investigation was able to confirm the reported event. The received sample confirmed this complaint and also identified that the failed seal was the manufacture's seal and not the seal made by depuy synthes. The overall complaint was confirmed as the observed condition of the depuy cmw 2g 20g would contribute to the complained device issue. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot an ncr search was conducted for the provided lot number/pert/number combination and nr-0201774. The received sample confirmed this complaint and also identified that the failed seal was the manufacture's seal and not the seal made by depuy synthes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the internal pouch of the cement was not sealed. The pouch could not be used because of the loss of material (cement particles projected) and an inhalation risk.